Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) was confirmed due to the latches on the trunk cable connector being broken, preventing the belt from securely attaching with the monitor. The root cause for the damaged latches was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.